Event description:
During an atrial fibrillation procedure, a pericardial effusion was observed with no intervention needed. Throughout the case, the patient's blood pressure decreased slightly. When completing touch up ablations in the right pulmonary veins, an effusion was observed on ice. The right vein touch up ablations were completed and the procedure was successful. Following the case, the patient was monitored and no intervention was needed to treat the effusion. There were no performance issues with any abbott device. .

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.